Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the washer fell off of the spine clamp. The site completed the procedure with a separate spine clamp. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.